Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer later provided the foreign material survey which stated: they were not aware of any foreign material the cleaning process was aborted and not cleaned completely. The facility confirmed there were no malfunctions of the reprocessing accessories. It is unknown if there was a delay in pre-cleaning or manual cleaning. Air/water (a/w) was flushed during pre-cleaning. Detergent was flushed during manual cleaning and they brushed /wiping of distal end was performed during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) section: -inspection of the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the nozzle was clogged with foreign debris. In addition to the reportable malfunction, the following were noted: the bending section cover adhesive was scratched, the connecting tube had a dent, and there was reduced angulation and excessive knob play due to stretched angle wires. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis exera lll gastrointestinal videoscope had an obstruction in the channel and this instrument gave an error in the wassenburg machine, stating the pressure was too high in the yellow and blue channels. The issue was found during reprocessing related to a therapeutic procedure. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign debris in the air/water nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.